Event description:
It was reported that the home patient (hp) had a high drain 101 alarm on the homechoice (hc) during drain 1, while the hp was connected. The registered nurse (rn) was unable to clear the alarm. The rn stated that the hp got on the hc machine dry and used 4.25% bag for the first fill instead of the 1.5% bag as normally used. The technical service representative (tsr) explained to the rn how to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was not returned for evaluation; therefore the device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.